Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Mfg site evaluation: samples received: 27 unopened pouches. There are no previous complaints of this code/batch. There are no units in OEM stock. All packs received are tight. Needle attachment of the samples received was tested and the results fulfill the requirements of the OEM. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventative actions: not applicable.

Event description:
Country of complaint: (B)(6). Needle detachment.